Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver case was opened for internal inspection and passed. A log download was performed, the log shows the receiver shutting down for low battery. A discharge test was completed and it passed. The reported event of unexpected receiver shutdown was confirmed. The root cause was determined to be a defective battery.